Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found blood visible in the guide wire lumen and on the entire length of the sds, indicating that the device was advanced over a guide wire and into the body. There was also contrast visible in the inflation lumen which suggests that the device was prepared for use. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 24 cm distal to the strain relief tubing. There were also multiple bends throughout the entire length of the hypotube. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Furthermore, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). In this case, since there was no report of any damage observed to the sds during inspection prior to use, this suggests that the damage to the shaft occurred during use or from further handling after the procedure. If the shaft became kinked/bent during attempts to torque the device through the tortuous vessel, this may have caused the shaft to separate as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Overall, the failure to advance in conjunction with kinks/bends is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. In addition, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided, the lesion was heavily tortuous and likely contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported failure to advance, shaft separation and noted bends appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during a right coronary artery stenting procedure, in a heavily tortuous vessel, the rx vision stent delivery system failed to cross the lesion. Reportedly, there was a lot of torquing of the device. There was no resistance felt; however, during the attempted placement of the device, the hypotube fractured into two pieces. The stent delivery system was removed without issue. There was no adverse patient sequela reported. Although requested, there was no additional information provided.